Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the connecting tube could not be connected because the connector was broken due to either being hit with a hard object, and/or loosened. It is likely that the cause of the looseness of the connector was due to applied (accumulated) stress by the user to the connector in the loosening direction. However, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: chapter 3: inspection before use 3.3 inspecting the connectors ¿check the following for each connector: -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents.¿ ¿do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment.¿ this supplemental report includes information added to d8. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The channel port was replaced, and the issue subsequently resolved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoscope reprocessor grey channel port was damaged. The issue was found during reprocessing. There were no reports of patient harm.